Manufacturer narrative:
Concomitant medical products: 5568 lead, implanted (B)(6) 2010. Product event summary: performance data collected from the device was received and analyzed. Analysis of the data indicated a charge circuit timeout. Analysis of the data indicated an alert for excessive charge time at eos (end of service). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of service (eos) early due to an excessive charge time and had an inactive charge circuit. A charge circuit timeout had also been observed. Battery voltage was noted to be normal. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Offsite analysis confirmed that the device incurred charge timeouts (cto) with the original device battery. The device was able to provide a 35j charge within nominal charge time when using a donor battery. The device was fully functional when powered with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the device to charge inefficiently. Based on the destructive analysis results, no internal short occurred in the battery. There was localized lithium (li) discharge along the edges, li-severing in segment 8 and near li-severing in segments 4 and 7. The observed li-severing is consistent with the increased battery impedance measured. The cto and excessive charge time resulted from an increased battery resistance induced by li-severing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.